Manufacturer narrative:
Device evaluation summary: visual inspection shows no outward signs of damage to device or connector pins. Additional visual inspection shows saline residue in the tubing. The device was attached to a 68000-generator using the bypass startup, the device was connected and was recognized. Using the gauze test, a couple of ablation cycles were initiated with no issues observed. There was no saline flow observed from the jaws when attached to 300 mm/hg pressure cuff. The device was cut apart and the 2 saline lines that run down to each jaw are pinched closed. Reason for the return was not confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during use of a cardioblate bp2 device, high impedance was observed, which triggered a device alarm. Multiple a ttempts were made to address the high impedance, but the issue persisted, resulting in the inability to perform atrial fibrillation ablation treatment. The device was replaced. No patient complications have been reported as a result of this event. Medtronic received additional information that the device reported high impedance more than 4 times. Saline was present at the ablation site when high impedance occurred. The operator was experienced with use of the device. The customer could not perform ablation. 0.9% saline was used. A pre-test was completed but it was not successful. High impedance was observed at the beginning of the procedure. Presence of saline flow to the device was verified. The surgeon verified tissue thickness prior to ablation. The device was used as soon as it was removed from the packaging. Medtronic received additional information via analysis of the device that there was no saline flow observed from the jaws during testing.